Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (90% stenosis with severe calcification). Inherent risk of procedure (stent deformed). Evaluation conclusions: device failure related to patient condition (90% stenosis with severe calcification). Known inherent risk of a procedure (stent deformed). (B)(4).

Event description:
Angiography results showed 90% stenosis in the middle of the lcx, the lesion was reported to have severe calcification . During the surgery, both of the endeavor resolute drug eluting stents failed to cross the lesion. The physician used a new device to complete the procedure. No patient injury occurred and no clinical sequelae were reported. The devices were reported to have been prepped prior to use as per IFU. The device was returned to the manufacturing facility and through analysis of the returned device, the stent were observed to be deformed evaluation summary: the stent was positioned on the balloon between the marker bands as per specifications. The 19th distal segment had raised and stretched struts. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).